Manufacturer narrative:
Batch review performed on 09 july 2018; lot 162951: (B)(4) items manufactured and released on 30 june 2016. Expiration date:2021-06-15; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed on 26 june 2018 by r&d product manager: preliminary visual analysis does not highlight any particular sign of device-related implant failure. Clinical evaluation performed by medical affairs (B)(4) on 10 july 2018: partial hip revision occurred 1 year after primary cementless total hip arthroplasty in a (B)(4) year old man. According to the report, the stem subsided. Initial stem position cannot be assessed not having the immediate postoperative images. The date of subsidence is not known, and the cause cannot be determined with the information at hand. The images of the stem lead to think that no osseointegration took place, but we cannot determine for which reason.

Event description:
About 1 year after primary the surgeon revised the patient for a stem subsidence. The surgeon replaced successfully the stem and the head. The surgery was completed successfully.